Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain, while the hp was connected. The patient line did not prime completely, but the hp connected anyway. The technical service representative (tsr) informed the hp that air had entered the setup and that the hp will need to start the therapy over using all new supplies. The tsr explained to the hp how to re-prime the patient line before connecting. The hp cycled the power in order to clear the alarm and was going to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.